Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, following an scs implant procedure, the patient woke up reported right arm pain and the inability to move their right arm. As a result. The physician took the patient back to surgery and removed the scs system. Following the procedure, the patient continued to report right arm pain and the inability to move their right arm. The physician ordered IV pain medications, oral gabapentin, and IV decadron. The patient was admitted to the hospital for monitoring. Reportedly, the patient's right arm pain is subsiding and functionality is improving.